Event description:
The customer called to report that the insulin pump was not delivering any boluses. Troubleshooting was performed, and the insulin pump did not pass the leadscrew test. The customer also reported that the case door was broken. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to corrosion found on the motor and electronics. Unable to verify further alarms due to the blank display. The insulin pump was received with a broken case.